Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 7 weeks post index procedure, acute mi was reported. The patient was treated with medication and CPR but died on the same day. The death was classified as a sudden cardiac death. The investigator assessed the event as not related to the device or antiplatelet medication. Sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
The investigator assessed the event as casually related to the device. The cec adjudicated death as a cardiac death and the mi as a non q-wave mi, 3rd udmi spontaneous. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the acute mi, death as death cardiac and arc defined possible stent thrombosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Mi involved target vessel-lad. If information is provided in the future, a supplemental report will be issued.